Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, universal surgical manipulator (usm1) was floating when the surgeon was controlling usm1. Customer received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Customer confirmed that no obstruction or outside interference on usm1. Tse did not find any related error in the logs. Tse suspected that the usm issue was likely related to instrument or drape issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: usm1 floating issue occurred while the installed instrument was still inside the patient. There was no patient injury as result of the event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Robotics coordinator (roco) confirmed that the next case had no movement issues and felt that it was possible that the universal surgical manipulator (usm) was pushed or pulled at time of issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The complaint was confirmed based on field evaluation.